Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific received info that this right ventricular (rv) dextrus lead was removed from service due to elevated threshold measurements. No adverse pt effects were reported. The lead was surgically abandoned and was not returned for testing. This product issue will be updated if additional info is received. The date of explant was not provided to use.